Event description:
The reporter stated that the surgeon inserted an aa4204vf single piece silicone lens into pt's eye and the lens opened too quickly when coming out of the injector and tore the pt's capsule. The surgeon enlarged the incision to remove the lens and put another model lens in the sulcus. A suture was used to close the incision. The reporter stated that the pt had pre-existing weak capsule.

Manufacturer narrative:
H6. Evaluation: work order search. Results - a visual inspection of the returned product shows the lens has no visible damage. Both sides of the optic and haptics were checked for rough/sharp edges and the edges were found to be acceptable. A lens serial work order search was performed for similar complaints and no similar complaints were found within the search. Conclusion: no conclusion can be drawn. Based on the complaint history, work order search and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.